Event description:
Hand controlled electrosurgical instrument (single use disposable) malfunctioning during laparoscopic chole procedure. Instrument activated without depressing rocker-switch. (Instrument worked correctly through part of case.) Clinical equipment svs were contacted. The equipment was checked. It was determined that the hand piece was faulty. No pt injury. Performed testing according to mfg specs to isolate the failing component. Tests indicated the esu assembly was operating properly. The disposable item, conmed handpiece, part number 60-6010-005 with lot number of 0110031, tested bad. When the coag switch was activated and unstable 2-5 ohms was obtained. When the coag switch was released or inactive, a very unstable reading was obtained from several hundred ohms to 1-2 meg ohms. An open load was never obtained from the tested unit as it was when compared to another new, 60-6010-005, handpiece that was taken out of a package. It is hosp's conclusion that the improper operation of the esu and components was a direct result of the disposable handpiece failure. The esu and other components were cleared and do not require further evaluation.